Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that an infusion was programmed for 100 ml/h, and expected to infuse over 2 to 2 ½ hours. The infusion completed in 30 minutes. There was no report of patient harm, the sets were not sequestered, and no other event information was provided.

Manufacturer narrative:
The customer¿s report of an overinfusion was not identified. Physical inspection noted the device to be in fair condition with the instrument seal not intact. The only observed anomalies were dull iui connectors. Analysis of the pcu event log shows pump module s/n (B)(4) was programmed to infuse vancomycin 250ml bag 1000mg/250ml (drugid 484) at a rate of 100ml/hr at 2:42 pm on (B)(6) 2016. The device alarmed a total of 7 times for air in line between 3:03 pm and 3:13 pm. The first 6 times the user was able to restart the infusion. The device was channeled off after the 7th ail alarm and subsequently removed from the system. The volume recorded as being infused during this period was 36.399ml. The starting volume of the fluid container cannot be determined through device logs. Functional testing was performed and found the device to be delivering fluid within specification. The root cause of the customer¿s report of an overinfusion was not identified.